Event description:
It was reported that the foley catheter had rust on it. The photos of the second catheter were found to be damaged. The packaging was all sealed up before opening first layer, then opening blue cover on catheter. As if mentioned, was second one in a matter of weeks and had thrown out first one but kept this one to send to bard. The flash is turned on so could see the brown stuff along with size of hole. That's clearly bigger, they're stored in the bedroom unit beside my bed. No excessive heat, condensation. The size of hole was first clue, had with first faulty catheter and this one exact same, then turned flash on and saw how gross it actually was. The patient had the two units since january.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had rust on it (pcn d236522s). The photos of the second catheter were found to be damaged (pcn z01). The packaging was all sealed up before opening first layer, then opening blue cover on catheter. As if mentioned, was second one in a matter of weeks and had thrown out first one but kept this one to send to bard. The flash is turned on so could see the brown stuff along with size of hole. That's clearly bigger, they're stored in the bedroom unit beside my bed. No excessive heat, condensation. The size of hole was first clue, had with first faulty catheter and this one exact same, then turned flash on and saw how gross it actually was. The patient had the two units since january. For (pcn d236522s) and another (pcn z01).

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (with original packaging), used silicone foley (d236522s) with batch number (nghx3889). Visual inspection of the sample noted the catheter was inspected and it was confirmed that there was foreign material within the eyelet. This does not meet specification which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.